Manufacturer narrative:
There is no kit returned for investigation/testing. Qc retention testing measured within specification.

Event description:
The customer reported under-recovery of results relative to lab and expected values when testing received lot on employees. There were no allegations of patient/user harm.